Event description:
After eight days of use, a 8lpc tracheostomy tube developed a leak in the cuff which prevented the cuff from remaining inflated during use. There was no patient harm reported. The tube was replaced without incident.